Event description:
14 trays being sterilized for surgery. 1 tray was wet when opened after 7 other trays from load were used already.manufacturer response (as per reporter) for steam sterilizer, sterilizerreps came out twice to evaluate. Replaced jacket trap and replaced drip leg trap then released unit for use.